Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead revision procedure in hospital. During examination of lead, it was noted that the right atrial (ra) lead had out of range low voltage lead impedance problem. Physician capped and replaced the ra lead on (B)(6) 2020.